Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from a pinhole. The patient was not connected to the homechoice device. This event occurred during set up. The patient stated that the homechoice told them to change the cassette during prime; the patient discovered the leak while changing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of leak was verified during visual inspection and leak testing. Small holes in the cassette sheeting in both samples were identified. The cause of the leak was determined to be holes in the cassette sheeting. The assignable cause of the holes was undetermined. Should additional relevant information become available, a supplemental report will be submitted.